Event description:
It was reported to philips that the system was not switching on and stucked at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system was not booting. After reviewing log file, fse found sib malfunctioning. Upon troubleshooting, fse found that dcps power supply of m cabinet was defective. The cause of the power supply failure could be determined by the supplier's part analysis and due to burn and heat spots, and the fan area had signs of heavy burning the issue happened. To resolve the issue, fse replaced dcps (direct current power supply). After replacement of the dcps, system returned to good working condition. The codes were updated based on the investigation outcome.